Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0001032347-2016-00598.

Event description:
The sales associate reported two right angle drivers in which the gears were slipping causing the blade not to spin, or the mechanism for releasing the blade/fixation pin would not release leaving the driver attached to the fixation pin. Additional instruments were used to complete the surgery. No surgical delay or adverse events were reported.

Manufacturer narrative:
(B)(4). This is supplemental report one of two for the same event, reference 0001032347-2016-00598-2.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The device history records were reviewed in the evaluation and no non-conformances were found. The driver was visually evaluated and show signs of normal use. The driver was functionally tested and did not function as intended because the blade could not be fully inserted and it failed the max gage inspection. The complaint was confirmed as the driver did not function as intended. The most-likely cause was determined to be not meeting design specifications. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00598.